Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported does not pump water which was reproduced. The reported condition was verified. The cause was determined to be a screw interfering with the cam's rotation. The cam shaft was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not pump water during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.